Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported that the nursing stuff started a norepinephrine infusion at 10mcg and titrated up until they got a blood pressure. The large volume pump module alarmed for "safety clamp error" and the clinician noticed that the drip chamber on the tubing was still dripping even though the pump module itself was flashing red and not running. The clinician closed the roller clamp and removed the IV set from the pump module. There was patient involvement but no harm.

Event description:
Material#: unknown. Batch number#: unknown. It was reported by customer that the nursing stuff started a norepinephrine infusion at 10mcg and titrated up until they got a blood pressure. The large volume pump module alarmed for "safety clamp error" and the clinician noticed that the drip chamber on the tubing was still dripping even though the pump module itself was flashing red and not running. The clinician closed the roller clamp and removed the IV set from the pump module. There was patient involvement but no harm. Rcc received a complaint via email. Disposable (B)(4). It was reported that the nursing stuff started a norepinephrine infusion at 10mcg and titrated up until they got a blood pressure. The large volume pump module alarmed for "safety clamp error" and the clinician noticed that the drip chamber on the tubing was still dripping even though the pump module itself was flashing red and not running. The clinician closed the roller clamp and removed the IV set from the pump module. There was patient involvement but no harm.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of clamp issues / damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.